Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the mildly calcified right common femoral artery was attempted with a prostyle device using the pre-close technique prior to an interventional transcatheter aortic valve replacement (tavr) procedure via a 14f sheath. Reportedly, a first prostyle device was successfully pre-placed; however, while attempting to pre-place a second prostyle device, a cuff miss [suture-retrieval issue] occurred. The suture of a third prostyle device was successfully pre-placed and the tavr procedure was completed using the same 14f sheath. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.